Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-29327. It was reported that the patient was presented in clinic with twiddler's syndrome on both the atrial (ra) and right ventricular (rv) leads. It was noted that both leads were dislodged with confirmation via chest x-ray. The physician opted to explant and replace both leads. The patient was in stable condition.